Manufacturer narrative:
Device analysis report attached. This report is submitted on february 05, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a retro auricular infection. The patient was hospitalised overnight (specific date not reported) and treated with IV antibiotics (specific date and duration not reported). This report is submitted on march 14, 2024.